Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set separated the following information was received by the initial reporter with the following verbatim: several of our locations have reported issues with secondary tubing detaching at the luer lock portion of the tubing. This is big patient safety issue. Has this been reported by other customers? (B)(6) in pharmacy. Her account of the incident is as follows: spin collar intact after applying phaseal or red cap (dead end for non-hazardous drugs) -they double check before going to the floor by making sure the phaseal or red cap is secure with no leaks-this is when it breaks. Has occurred at least 4 times that she is aware of-could be more. -they have isolated the product. They do not have any faulty product to return-I advised them to keep going forward for pir. I explain rationale for keeping the broken/damage product. She stated she will address this going forward by communicating with her team.

Event description:
No additional info.

Manufacturer narrative:
It was reported that the male luer was separating from the set. Two samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The male luer was not disconnected from the set on either sample. The customer complaint was unable to be replicated from the returned samples. One photo was taken by the customer that verifies the customer complaint. Due to the sample in the photo not being received additional investigation can not be conducted. A device history record review for model 2204-0007 lot number 24026224 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.